Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they need someone to reprogram their implant because they are not feeling stimulation down one of their legs and has been in pain. Agent asked event date and patient said the issue started a while ago, a couple of years ago, but they haven't been able to reach anyone and the numbers they have for reps don't work anymore and has not been able to speak to anyone. Patient service specialist asked patient if they had tried adjusting their stimulation and patient said they had, but that did not resolve the pain. Patient mentioned they have a pinched nerve in their right side of their back and the pain is driving them nuts. Agent provided nas # for doctor's office and reviewed role of rep. Agent offered physician listings but pt said they have an upcoming appt with their pain management doctor on the 28th. The patient was redirected to their healthcare provider to further address the issue. Pt later called back and repeated details from original call. Since their initial call the pt called doctor but were told to call patient services back to reach their rep. Emailed local reps asking them to call the pt back.